Event description:
Reportedly, the vega r52 (B)(6) was used at the implantation attempt. After 17 turns the helix did not appear deployed. Lead test showed good impedance and sensing however no capture at 10v. Lead repositioned 3 more times no change to lead measurements. Vega lead replaced with vega r52 (B)(6). Same issue occurred with vega r52 drg042517 lead (no capture at 10v). The lead he vega r52 (B)(6) is available for return. Vega r52 (B)(6) remained implanted.

Event description:
Reportedly, the vega r52 (B)(6) was used at the implantation attempt. After 17 turns the helix did not appear deployed. Lead test showed good impedance and sensing however no capture at 10v. Lead repositioned 3 more times no change to lead measurements. Vega lead replaced with vega r52 drg042517. Same issue occurred with vega r52 (B)(6) lead (no capture at 10v). The lead he vega r52 drg042523 is available for return. Vega r52 (B)(6) remained implanted.

Manufacturer narrative:
The patient files analysis confirmed the absence of the atrial pacing (capture failure). The production record review revealed that the vega lead was released following all applicable procedures. Additional investigations are currently ongoing.

Event description:
Reportedly, the vega r52 (B)(6) was used at the implantation attempt. After 17 turns the helix did not appear deployed. Lead test showed good impedance and sensing however no capture at 10v. Lead repositioned 3 more times no change to lead measurements. Vega lead replaced with vega r52 (B)(6). Same issue occurred with vega r52 (B)(6) lead (no capture at 10v). The lead he vega r52 (B)(6) is available for return. Vega r52 (B)(6) remained implanted.

Manufacturer narrative:
Summary of the investigation: vega r52, s/n (B)(6): the manufacturing records review confirmed that the lead was manufactured in accordance with established procedures. The provided print-out does not display the atrial threshold value (the lead was kept in place as a sensed lead). Patient monitoring and device reprogramming /reintervention on the atrial lead is recommended; however, this decision is solely left to the physician¿s discretion (and may eventually be supported / strengthened by observations during future follow-ups). The root cause could not be determined by the investigation; however, based on the available information a lead issue is not suspected to be related to the reported event. This complaint has been recorded for trending purposes. Fore more details, please refer to the enclosed rapport analysis.